Event description:
It was reported that "the catheter was found broken off during use. The problem was caused possibly because the medical ward was not familiar with how to handle pacing catheter and because some tension was added to the catheter inserted from the femoral vein when the patient¿s body position was changed. The surface of the broken catheter appeared to be cut, not pulled." No fragments remained in the patient¿s body. There were no patient complications reported. The catheter was removed. Occurrence date is unknown. The distal side of the catheter was discarded at the hospital.

Manufacturer narrative:
One bipolar pacing catheter with monoject 1.3 cc limited volume syringe was returned for evaluation. Upon receipt the catheter tube appeared to be broken. Examination of the returned catheter found it to be broken in half (jagged edges) at 2.7cm distal of the 70cm marker. The distal portion approximately 27cm section of the catheter was not returned. Indentations or flat areas in the catheter tubing were noted at 2cm and 8cm distal of the 80cm marker and there appeared to be areas where the catheter tube was crushed. No visible damage to the returned syringe was found. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Although the complaint was confirmed during the evaluation, there are no indications of a manufacturing non-conformance. No actions will be taken at this time.

Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be sent with the investigation results.